Event description:
Customer stated in a voice mail message to sales rep that pt eviscerated. No further info was provided. On follow-up, surgeon said that fluid was noted leaking from the wound while pt was being weaned from ventilation five days post esophago-gastrectomy. When nurses began turning the pt, wound suddenly disrupted and the pt subsequently eviscerated. Pt was noted to be coughing and abdominal thrusting violently due to the weaning process. Surgeon states that pt was closed both superiorly to the umbilicus and inferiorly to the umbilicus with a running/continuous suture. Each suture was tied to itself at the umbilicus in a loop/strand fashion. Surgeon states that at reoperation, a small piece of suture knot was found at the superior and inferior end of the incision. Surgeon feels that each individual loop broke and retracted into the muscles or disappeared. There was no broken suture visible or recoverable at the time of reoperation. Pt was closed in an interrupted fashion. It was stated that the pt appears to have tolerated the event well.